Event description:
It was reported the spider 2 limb positioner is damaged. No smith & nephew back up device available. Competitive device utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a missing indexing handle, cracked footswitch housing and broken inner and outer housings were observed. A functional evaluation was not performed because the visual inspection confirmed the reported complaint. The complaint is confirmed. Physical evidence suggests the root cause was associated with an impact event inconsistent with intended use. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.